Manufacturer narrative:
(B)(4). Additional information: upon further investigation it was reported that the patient did not use any of the minicaps with a protruding sponge. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of a minicap was protruding from the cap. This was found when the package was opened. It is unknown if the device was used. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.